Manufacturer narrative:
No product has been returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis.